Manufacturer narrative:
Device p-cap or reservoir locked properly in place and passed displacement test. Device received with scratched case however, no cosmetic damage noted at reservoir compartment or retainer ring from visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the reservoir unable to lock in. The pump will be returning for analysis.